Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported they didn¿t know how to use the programmer to increase or decrease stimulation. The patient stated she was unable to feel like she had to void on the first day due to the anesthetic. The patient was walked through using the programmer. It was noted the patient began the trial began on (B)(6). Additional information from the patient on (B)(6) reported they had a follow up on (B)(6). The patient felt the wires had come out. The patient noted their back had been hurting since (B)(6). The patient noted the bandage was not attached to her back anymore. The patient¿s son had put tape on it to try and hold it up. The patient turned stimulation up and the patient was feeling stimulation at 6.8 in the buttocks. Additional information from the patient on (B)(6) reported the bandages had come off and her device slipped down to her tailbone and thought the cover may also be off. The patient stated the controller was unable to find the device. The patient removed the batteries and put them back in and the issue was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the wires were fine; the issue was patient perception. There was no problem with the wires being out.